Event description:
I had the essure sterilization procedure done in (B)(6) 2011. My health has been declining ever since. There are thousands of women that are now having major health problems and having to have them removed and also some are even having hysterectomies. This device was not studied long enough and should be taken off the market, it is ruining our lives. Please take this into consideration and look further into taking this off the market. Thank you.